Manufacturer narrative:
According to rec'd information the picco catheter was discarded. Tests performed on catheters from the same batch did not reveal any non-conformity that could contribute to a higher risk of thrombosis with picco catheters. In addition haemocompatibility tests could exclude that a potential thrombogenicity of the involved disposables (dilator, guidewire, catheter), which could contribute to an increase of the risk of thrombosis, is present. The instructions for use (IFU) have several indications about the risk of thrombosis and embolism. The IFU indicates precisely how control of the perfusion should be performed when catheter is placed. The conclusion is that there were no malfunctions, failures or changes in the characteristics or the performance or an inadequacy in the labeling or the instructions of the medical device that has contributed to the reported thrombosis. The incident is considered as a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that a picco catheter was placed in the brachial artery of a patient before hipec (hyperthermic intraperitoneal chemotherapy) procedure. After 16 hours ischemia was noticed in lower arm of the patient and formation of thrombosis around the catheter was confirmed by echo. The thrombosis has to be removed surgically (thrombectomy). The final patient outcome was no injury. (B)(4).